Event description:
During a radiology special procedures case, the physician attempted to retrieve a tissue biopsy sample using a full core biopsy instrument. After extracting the biopsy instrument and trying to place specimen into container physician noted that no sample was present. Physician reinserted biopsy needle and tried a second retrieval and was unable to extract a specimen. Physician asked for a new needle and finally retrieved a specimen for testing. This model instrument was reported in previous events to the FDA.